Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available at the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that patient death occurred. Watchman groin access began at 10:00 am. Versacross connect and watchman sheath used to cross the septum using non-boston scientific (bsc) ice catheter. Versacross pigtail wire was used. It was pulled back and advanced across the septum more than once. It was advanced into the superior vena cava one time and one drop down was performed to get into position to cross the septum. Septum visualized and an inferior/mid position chosen as the crossing location. Once septum was crossed, rf wire was advanced and the septum was 'flossed' with the wire and dilator in order to allow the non-bsc catheter to enter the left atrium. A pericardial effusion was noted prior to non-bsc being advanced into the left atrium and the watchman sheath and rf wire were removed from the body at 10:20 am. One hundred sixty milligrams of protamine were given to reverse the heparin administered at the beginning of the case; at the time the protamine was given the activated clotting time (act) was 280. At approximately 10:25 a pericardiocentesis was performed. At 10:29 a code blue was announced and 1 round of chest compressions were performed, pulse was restored. At 10:35 md announced 650ml of fluid had been drained with a total loss of 225ml. Medical staff continued to removed fluid and recirculate it through a sheath in the groin. Hemodynamics were monitored continuously throughout the procedure, and it was determined cardiovascular surgery needed. Blood was transfused back into the patient. At 11:55am the patient left the ep lab and was transported to the operating room for further intervention. Patient death was reported later in the evening of (B)(6) 2026.